Event description:
It was reported that a peritoneal dialysis (pd) patient has a hernia (area not specified) and will have a surgery on tuesday ((B)(6) 2025). The patient will have his catheter removed as well. Upon follow-up with this pd registered nurse, it was reported this patient was diagnosed with an umbilical hernia on or before (B)(6) 2025 (exact date of diagnosis unknown) due to an unknown etiology. There was no indication that pd therapy exacerbated the patient¿s hernia, and it was affirmed that his pd prescription was not adjusted to accommodate hernia symptoms. The patient underwent a surgical mesh repair for the hernia on (B)(6) 2025 whereas his pd catheter (not a fresenius product) was removed in the same procedure. The patient received an arteriovenous graft in favor of hemodialysis (hd) for renal replacement therapy. The patient is recovering from this event as he continues hd therapy on an in-center basis to allow the surgical site to heal. It was confirmed that the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to return to ccpd therapy once cleared by his surgeon and pd catheter replacement.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of an umbilical hernia. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia cannot be determined; however, there was no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as confirmed by a medical professional. This is further supported by studies that have found intra-abdominal pressure from normal pd therapy does not consistently carry a risk of hernia occurrence. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed signs of physical damage: damaged - door cover. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient has a hernia (area not specified) and will have a surgery on tuesday (on (B)(6) 2025). The patient will have his catheter removed as well. Upon follow-up with this pd registered nurse, it was reported this patient was diagnosed with an umbilical hernia on or before (B)(6) 2025 (exact date of diagnosis unknown) due to an unknown etiology. There was no indication that pd therapy exacerbated the patient¿s hernia, and it was affirmed that his pd prescription was not adjusted to accommodate hernia symptoms. The patient underwent a surgical mesh repair for the hernia on (B)(6) 2025 whereas his pd catheter (not a fresenius product) was removed in the same procedure. The patient received an arteriovenous graft in favor of hemodialysis (hd) for renal replacement therapy. The patient is recovering from this event as he continues hd therapy on an in-center basis to allow the surgical site to heal. It was confirmed that the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to return to ccpd therapy once cleared by his surgeon and pd catheter replacement.